Event description:
Physician reporting difficulty seating the novasure device during an attempted endometrial ablation procedure. During a final attempt, she felt a "give" and stopped to perform a hysteroscopy. A "small perforation" was seen and the procedure was abandoned. No treatment was needed for the perforation and the pt was discharged home. On (B)(6) 2010, the physician reported, she has seen the pt on follow-up and "she is doing well". Dilatation, and sounding with a metal sound (not a hologic device), were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).